Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that pinn multihole w/gription 52 mm, altrx +4 10d 36idx52od, delta cer head 12/14 36 mm +5, and reclaim mon rev std stem 12 so were involved in a reported event. Following a total hip replacement using these implants, a patient experienced a hip dislocation. The dislocation required a closed reduction procedure, and the patient was reported to be stable following the intervention. All implants remain in situ and are not available for return.